Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 800mg/dl and a high ketone level. The cause of elevated bg was unknown; however, customer had pump alerts at a low volume and did not hear pump. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.